Event description:
During the inspection of the ventilator, it was discovered that a technical error code indicating disabled ventilation was generated. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, pc 1771 control was defective. Te 33 indicates disabled ventilation. It is communication error or pc 1771 control error during startup. Pc 1771 control contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The breathing software is stored on pc 1771 control. The system software must be re-installed if pc 1771 is replaced. Occurrence of te 33 indicates disabled ventilation. The reported issue was confirmed in provided device's logs. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).